Manufacturer narrative:
(B)(4).

Event description:
Procedure to extract a cardiac lead from the right ventricle. During the extraction there was a drop in blood pressure. Multiple tears were noted along the svc wall. Physician believes the lead was attached to the svc wall. The patient survived the procedure.